Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient experience palpitations and dizziness. It was noted that the right atrial (ra) lead exhibited intermittent p-wave undersensing and the atrium was inappropriately paced. The lead remains in use and no patient complications have been reported as a result of this event.

Event description:
It was reported that the patient complained of feeling their heart racing. Under-sensing was suspected with the right atrial (ra) lead. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.